Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that order not showing up in station. A technical support specialist conducted a verification of the station and discovered that the patient profile was not appearing due to automatic discharge occurring after two days of inactivity. The pharmacy operations team has implemented an update in the pyxis es system to prevent the automatic discharge of patients after this two-day period. The patient should now be displayed as admitted, and this has been confirmed on the pyxis server. The system functioned as intended after technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system order was not showing on the station. The customer reported that users were unable to remove medications from the station.which led to a delay in the delivery of medication. There were no adverse events or injuries reported based on this incident.